Event description:
The ge oec 9800 fluoroscopy system was reported to not have saved all the images during a procedure. No pt injury or harm resulted or was reported.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the hard drive and reloaded system calibration and configuration files. The cine hard drive was reformatted as well. The system was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.